Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer states they had have had large difference and calibration errors. The customer states their blood glucose level was 383mg/dl, and their sensor reading was 123mg/dl. The customer states their levels had been at 500mg/dl and had not received notification. The customer treated the highs with the pump. Troubleshoot was conducted and the customer was advised to replace sensor. The customer was being sent replacement.